Event description:
A customer contacted (B)(6) service center reporting that she had spiked the bag with the pull ring still on the bag, and requested assistance to start over with new supplies on the homechoice (hc) machine. The hc machine was at stopped setup. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated she would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient spiking a supply bag with the pull ring still on the bag. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up phone call by product surveillance to the home patient (hp) regarding the use error, the hp stated she did not remember the event; however, the hp added that she uses the luer lock supplies now. Per hp, she is fine and continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4).